Event description:
According to the doctor's assistant, (on 5/12/00), the pt underwent office surgery on 2/18/00 for a benign neoplasm. Seven to fourteen days post-surgically, the pt developed a small abscess at each suture hole with yellow drainage and erythema around each suture hole. Pt was treated with one course of oral antibiotics and infection resolved. Pt is now free of infection.

Event description:
According to the doctor's assistant, (on 5/12/00), the pt underwent office surgery on 2/28/00 for keller. Seven to fourteen days post-surgically, the pt developed a small abscess at each suture hole with yellow drainage and erythema around each suture hole. Pt was treated with one course of oral antibiotics and infection resolved. Pt is now free of infection.

Event description:
According to the doctor's assistant, (on 5/12/00), the pt underwent office surgery on 2/14/00 for a sesamoid bunion. Seven to fourteen days post-surgically, the pt developed a small abscess at each suture hole with yellow drainage and erythema around each suture hole. Pt was treated with one course of oral antibiotics and infection resolved. Pt is now free of infection.

Event description:
According to the doctor's assistant, (on 5/12/00), the pt underwent office surgery on 2/11/00 for a begin neoplasm. Seven to fourteen days post-surgically, the pt developed a small abscess at each suture hole with yellow drainage and erythema around each suture hole. Pt was treated with one course of oral antibiotics and infection resolved. Pt is now free of infection.

Event description:
According to the doctor's assistant, (on 5/12/00), the pt underwent office surgry on 2/29/00, for a neuroma. Seven to fourteen days post-surgically the pt developed a small abscess at each suture hole with yellow drainage and erythema around each suture hole. Pt was treated with one course of oral antibiotics and infection resolved. Pt is now free of infection.

Event description:
According to the doctor's assistant, (on 5/12/00), the pt underwent office surgery on 2/24/00 for tarsal tunnel. Seven to fourteen days post-surgically, the pt developed a samll abscess at each suture hole with yellow drainage and erythema around each suture hole. Pt was treated with one course of oral antibiotics and infection resolved. Pt is now free of infection.